Event description:
Received from our england distributor, a report from a consumer indicating upon removal of a tampon, a portion of the tampon pledget remained behind and was expelled several days later. No injury reported.